Manufacturer narrative:
(B)(4).

Event description:
It was reported that in radiology during the bolus of IV antibiotics flucloxacillin, the PICC line fractured. The PICC was inserted on the (B)(6) in the patient's left basilica, and the fracture occurred during use on the (B)(6). As a result, the PICC was removed via a guidewire exchange aseptic technique. Patient had to undergo a second procedure to have a new PICC inserted. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: it was reported that the catheter fractured, this issue was confirmed. One arrow 4 fr x 55 cm catheter was returned. The catheter showed evidence of use and a kink was observed in the catheter body located 3 cm below juncture hub. Microscopic inspection found a foreign substance on the suture wings and hole in the catheter body at the kink. The appearance of the hole is consistent with a puncture made by a sharp object. A device history record review was performed and did not reveal any manufacturing related issues. Based on the appearance of the damage and the report that the fracture occurred two days after insertion, operational context caused or contributed to this event. No further action will be taken.